Manufacturer narrative:
The electronic records were reviewed by a customer quality engineer, and successful shocks were found to be delivered, however, all shocks were labelled as abnormal. As there was no ECG tracing at that time, the effect of the abnormal shocks on the patient's rhythm could not be confirmed. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the device did not deliver shock. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the device did not deliver shock.there was no report of patient harm associated with the reported event.